Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the guide wire was used in an attempt to retrieve a dislodged stent. The guide wire was pulled back against resistance, which is contrary to instructions for use, and the tip separated. The intervention procedure was unsuccessful and the pt was sent for surgery, during which the tip was retrieved. The pt was discharged and at home at this time.